Manufacturer narrative:
Insulin pump was unable to prime during the prime test due to faulty force sensor. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked belt clip slot.

Event description:
It was reported that the customer was trying to fill the tubing and the insulin is still coming out and there are no numbers coming up on the screen. Customer's blood glucose level was 196 mg/dl. Customer stated that they are unable to exit the preparing to prime loop. Customer stated that they did not receive the 2nd series of beeps nor did numbers appear on the screen. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.